Event description:
It was reported that the ventricular lead was explanted because of low impedance, high thresholds, sensing difficulty, and no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; partial lead in segments returned. Without a device serial number, the manufacturing date cannot be determined.